Manufacturer narrative:
The product and fiber were not returned for evaluation. Nozzles are 100% inspected internally and externally during the manufacturing process. The company devices receive an additional 100% microscopic inspection of the lens, barrel and nozzle when the product is assembled in the ce. Fibers are not acceptable per our release criteria. The indicated products share no correlation to manufacturing date and were manufactured over a period of four years. Information was provided that the non-company "surgical kit" used at the facility changed in (B)(6) 2023. The fiber events have occurred since the change. This would indicate the issue may be related to the surgical kit the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, a fibrous material (customer's opinion: white) was found near the side port on day one postoperatively. On postoperative day two, the material was surgically removed. This defect has continued since the non-company kit was changed in (B)(6) 2023. The customer and the hospital are currently suspecting this kit first, but a direct causal relationship with iol cannot be denied. Additional information was requested and received, stating that the latest physician opinion was that the non-company surgical kit was actually more suspicious than the non-company gowns.